Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to acquire an ECG reading. It was noted that the customer replaced the leads, electrodes, and trunk cable in an attempt to troubleshoot the issue but the failure remained. While the device was reported to have been in clinical use at the time of the alleged failure, there has been no report of an adverse patient/user impact as a result of the issue.